Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to urethral atrophy requiring a downsizing of the cuff. A 4.5cm cuff was explanted and a new 4.0cm cuff was implanted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.